Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm reading was 134 mg/dl but her bg reading was 52 mg/dl. She fell, and then passed out when trying to get up. Paramedics were called and they took her to the emergency room (ER). Although requested, no treatment information was provided. At the time of contact the patient was feeling good and her glucose level was back up to normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.